Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate back up bvvi. The device was successfully restored back to original programming settings. The patient was stable and asymptomatic.